Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, the lead had pacing failure. Noise was noted with left arm movement. The patient would continue to be monitored.

Manufacturer narrative:
Correction: signal artifact was missing.